Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the led screen on the handle displayed a warning icon above a picture of the handle with a red circle around it and red line through it. This picture illuminated upon taking the handle off on all the battery charger bays. They were unable to assemble and determine how many lives were left on the handle. There was no patient involvement. Upon return for investigation it was noted that the error condition noted by the customer can cause loss of motor control making the motor movements not possible.